Event description:
Procedure type: lap gastric bypass. According to the reporter: surgeon states post-operative bleeding with the (B)(4) and linear staplers from a competitor manufacturer.

Manufacturer narrative:
(B)(4).